Event description:
Additional information was provided on 2/5/2024 where the sales representative stated that this event occurred in a labral repair on(B)(6) 2024. The lasso wire within the lasso would not engage with the thumbwheel. Another ar-6068-45r was opened to proceed with the case.

Manufacturer narrative:
Additional information: b5, g3

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error when applying the device's surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/25/2024, it was reported by a sales representative via (B)(4) that an ar-6068-45r quickpass lassos thumbwheel would not engage. This occurred during a case where another device was used to complete the procedure. There was no harm to the patient.